Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as off-axis insertion, prying, and leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/27/2025 a sales representative reported via phone that (2) ar-3641sp self-punching knotless 2.6 fibertak® anchor with #5sutures failed, the sutures on both frayed. This occurred during a rotator cuff repair on (B)(6) 2025. The first device, the stitch frayed during insertion, was cut out, and the anchor remained in the patient. The second device was used, and the same issue occurred: the stitch frayed during insertion. This second anchor also remained in the patient, and the stitch was cut out. In addition, a third ar-3641sp was used in the procedure. During this procedure, only one of these three devices was intended to be used. The patient had a good bone quality that was prepped using a drill. There was a delay of 10 minutes during which additional anesthesia was administered. There was no harm to the patient.